Manufacturer narrative:
Product analysis result: visual microscopic the set screw was returned broken off. The face of the set screw has witness marks that are typically seen in a full tighten set screw. No root cause could be determined for the failure at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spinal degeneration it was reported that on (B)(6) 2018, intra-op, the screw could not be tightened. No patient complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.